Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2233] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.the touchscreen test passed. Voltage verification check passed. The system air leak test passed. Valve actuation test passed. Pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler alarmed with the message unexpected fpga reset warning occurring in dwell 1 of 4 for the past 3 nights. The patient was connected during the incident, the cycler had been re-setup with new supplies, the cycler was plugged into a 3 prong wall socket and was not plugged into shared outlet. There were no recent outages. The fresenius technical support representative advised that a replacement cycler would be issued, and to continue using their current unit. There was patient involvement however there was no harm or adverse event reported. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.